Event description:
The manufacturer's representative reported the patient was experiencing withdrawal symptoms in 2005. Patient presented to the hospital 2 days later with the symptoms persisting.the next day, the pump started alarming every hour. The patient was seen in the clinic three days later. The pump was interrogated, and it was determined a motor stall occurred a week earlier with no motor stall recovery. The patient has not had any procedures involving MRI and is not around any sources of emi.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the pump caused severe damage and injury to the patient. During the time the patient was under the treatment of the pump, the patient experienced unmitigated chronic pain, intermittent under-dosage, intermittent overdosage, and intermittent drug withdrawal pains. It was noted that the damage was permanent and disfiguring. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump was explanted prematurely due to failure. No further complications were reported or anticipated.